Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided.

Event description:
The customer reported a false positive architect total b-hcg result. (B)(6) 2019 sample ID (B)(6) generated 178.22 miu/ml; (B)(6) 2019 second sample generated <1.2 miu/ml; both samples were retested and generated <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity determined that there was normal complaint activity for reagent lot: 95264li00. Review of tracking and trending reports did not identify any related trends for the architect total b-hcg assay. Testing of panels which mimic patient samples was completed using a retained kit of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the reagent lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect total b-hcg assay was identified.